Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the ligasure had a sealing issue. There was an end tone and energy delivery but no re-grasp alert. Occasionally, the surgeon came across a maryland handpiece that was not sealing all the way to the end of the jaw and/or the knife blade was going beyond the seal. The ligasure had seal issue at mesentery and stomach, 6mm. He finished procedure with the same handpiece but did not use the knife blade fully. He completed seal then partially cut. There was bleeding at the beginning of short gastric vessels, amount was unknown.